Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two openings on the posterior, brown particles in the shell and device is underweight. A microscopic analysis was performed which identified two striated openings on the posterior. Based on the device analysis, the final assessment is two striated openings due to surgical damage consistent with the use of a surgical tool.

Event description:
Physician reported "removing implant because of capsule formation. At operation capsule opened and immediate exudated of silicone noted. Possible that inadvertently rupture of implant occured as velcro adherence but silicone looked cloudy and denatured, long standing rupture". The device was explanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "removing implant because of capsule formation. At operation capsule opened and immediate exudated of silicone noted. Possible that inadvertently rupture of implant occured as velcro adherence but silicone looked cloudy and denatured, long standing rupture". The device was explanted. Left side.